Event description:
Replacement for pharmacy. Meter should have been reading a lot higher than it was. Patient came into pharmacy and said they weren't feeling well. They had to call the ambulance to take her to the hospital. Her blood glucose level was so much lower than what the meter was telling her.